Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
During use, a ¿cuff leak¿ alarm occurred and continued. At a cuff pressure setpoint of 25hpa, the cuff pressure didn¿t raise above 21hpa. The issue did not result in any patient harm. The intellicuff device has been exchanged. The provided information reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This makes this event reportable.

Manufacturer narrative:
The event occurred with patient¿s involvement but no health consequences or impact occurred. The intellicuff was replaced. No further information was given. This case is considered as closed.